Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) at 166 mcg/day with an unknown concentration. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a motor stall was seen at initial interrogation. The issue occurred on (B)(6) 2019. The patient recently had an MRI. The logs were read and there was no motor stall recovery occurred. It had been more than 2 hours since the patient exited the MRI field. They reviewed telemetry state and discussed re-interrogating the pump with logs. During the call they could not do further troubleshooting due to lack of access to product. There were no symptoms reported. There were no further complications reported/anticipated.